Event description:
It was reported to siemens that a patient sustained 1st to 3rd degree burns to his chest and leg while undergoing an examination on the magnetom avanto unit. ECG-electrodes and -cables were accidentally left by the customer on the patient during the examination. The reported event occurred in (B)(6).

Manufacturer narrative:
There is no system malfunction associated with this incident.